Event description:
It was reported that shaft break occurred. A 2.00mm x 12mm emerge balloon catheter was advanced but failed to cross the lesion and was broke when inserted into the patient's body. No further patient complications were reported.